Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared eri (elective replacement indicator) 34.6 months post-implant and was thus explanted. The physician requested that it be returned to guidant for analysis and verification of battery status per programmed parameters.